Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6) 2016, and reported a bg level of 245 (mg/dl) on (B)(6) 2016. Reportedly, customer believed that bg levels could have been caused by stress and eating at restaurants more frequently. Customer changed pump supplies and administered boluses to treat bg levels. Customer reported that they changed their supplies on (B)(6) 2016 and reported that filling the infusion set tubing used around 40 units of insulin. During troubleshooting with tandem technical support, customer removed the tubing to verify that insulin exited from the cartridge pigtail, and after reattaching the tubing, saw insulin exit the tubing as expected. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. During a follow-up call on (B)(6) 2016, customer reported that their bg levels decreased since changing their infusion site.